Event description:
The reporter stated that the customer rec'd a blood glucose result of 509mg/dl at 7am and took 10 units of insulin based on a sliding scale. Customer retested again at 11am and rec'd a result of 437mg/dl and took 8 units of insulin. The customer tested again at 12pm and rec'd a result of 527mg/dl. Paramedics were called and they rec'd a result of 25mg/dl, the customer was in a diabetic coma. The customer was taken to the hosp where she was given an IV of an unknown substance and given food. No controls in use. A request was made for the return of the suspect device and replacement product was sent.